Event description:
It was reported the pt ((B)(6)) was unable to establish communication with the ipg via the charging system. Efforts to establish communication using a different charging system proved unsuccessful. The pt reportedly had not charged the ipg since implantation. Surgical intervention was undertaken to replace the pt's rechargeable ipg with a conventional device. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.